Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a surgical procedure, the console stopped recognizing the fiber card, the fiber card was removed and entered again. There was several attempts to use the console; they made a decision to not use the console. No other fibers were opened. It is unknown how the case was completed or if it was cancelled. There were no reports of patient injury. No additional information was provided.